Event description:
On (B)(6) 2013, the pt underwent a procedure using gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported prior to the tag procedure (date unknown), the pt received debranching surgery, as the left common carotid artery and the left subclavian artery would be intentionally covered by the tag device. After two tag devices (tgt3415/10959503, tgt4020/10498500) were deployed, a gore tri-lobe balloon catheter (bcl2645/10952266) was used for the touch-up ballooning. The physician used the 10 ml of contrast agent and 30 ml of saline and inflated the balloon. The touch-up was successfully done. When the physician deflated the tri-lobe balloon, the angiogram showed that only two of the three balloons fully deflated. The physician changed the syringe and tried the deflation again. The third balloon became somewhat deflated. After 2-3 times changing the syringe, the third balloon was mostly deflated. The physician could pull the tri-lobe balloon catheter back as usual. He replaced the balloon catheter with a new one and finished the procedure without event. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.